Manufacturer narrative:
(B)(4). Visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use and has fractured on the medial side of the post. All pieces were returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the tibial articular surface provisional fractured after a procedure. No adverse events have been reported as a result of the malfunction as there was no patient involvement.